Event description:
It was reported that the bd alaris pump module smartsite infusion set was broken and leaked. The chemotherapy was sprayed into the rn's eyes. The rn went directly to the ed. The following information was provided by the initial reporter: rn in patient's room due to IV pump beeping, at that time, the infusion tubing broke apart inside the channel of the patient's IV pump. Chemotherapy was sprayed into rn's eyes and onto floor of patient's room. Rn removed contact lenses, rinsed eyes at the eye wash station and showered. Rn went directly to the ed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing leaking and allowing chemo to spill could not be verified due to the product not being returned for failure investigation. Device history record review for model 2426-0007 lot number 23015369 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was broken and leaked. The chemotherapy was sprayed into the rn's eyes. The rn went directly to the ed. The following information was provided by the initial reporter: rn in patient's room due to IV pump beeping, at that time, the infusion tubing broke apart inside the channel of the patient's IV pump. Chemotherapy was sprayed into rn's eyes and onto floor of patient's room. Rn removed contact lenses, rinsed eyes at the eye wash station and showered. Rn went directly to the ed.